Event description:
It was reported that the pt had allergic contact dermatitis to the liner of the fracture walker at the area of incision sites and the area of active healing trauma (fracture) blisters.

Manufacturer narrative:
Material information used in the liner was reviewed. The fabric of the liner is the component that comes in contact with the skin. The manufacturer reported the fabric to be 100% nylon fabric. The manufacturer provided a certificate stating that the 100% nylon fabric has been successfully tested for harmful substances in accordance with the requirements of oeko-tex standard 100 for direct contact with skin. Oeko-tex standard 100 evaluates and screens for any harmful substances present within processed textiles intended to come into contact with consumers. A copy of the certificate is attached. Review of product complaint and sales history for related product from january 2006 through july 2008 determined that this is the 1st reported event of skin reaction. Attachment: [2008-00094 supp 1 attach.pdf, FDA request.pdf]